Event description:
Called at 8h30am to evaluate microclave (cracked ¿ visible smof/tpn) in chamber. Only available to do dressing/change extension at 16h. Extension changed. Unable to get blood return. Advised by dr. That probably PICC is blocked, better remove it. Removed PICC and tried to get blood return before but none. Insertion date: on (B)(6) 2023 (in situ 28 days) intervention: removed piv, changed IV diolytes solution.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.